Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported adverse impact to the customer.